Event description:
Left knee pain [knee pain], left knee swelling [swelling of l knee], left knee effusion [effusion (l) knee]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case from united states was received on 19-oct-2016 from a physician via health authority (USA-FDA) (health authority number: mw5064455). This case concerns a male patient of unknown age who initiated treatment with synvisc and after an unknown latency developed left knee pain, left knee swelling and left knee effusion. The medical history was significant for pollen allergy, superior labral tear from anterior to posterior (slap) lesion, issues with range of motion rupture of membranes. Past drugs, concomitant medications and concurrent conditions were not reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency and indication: not provided) (batch/lot number: 5rse056 and expiration date: not provided) in the left knee. On (B)(6) 2016, after an unknown latency, the patient presented with knee pain and swelling. There was no fever or leukocytosis. Imaging showed effusion and synovial tap done showing 40% eosinophils on count. The patient went for follow up of left shoulder. It was reported that the patient completed his physiotherapy and improved his range of motion rupture of membranes (rom). He was also doing a home exercise program (hep) but still did not have full active free fluids (ff) or abduction. Patient was doing hep with shoulder pulley for rom. Patient also came for evaluation of cervical spine. The veteran was also here requesting repeat hyaluronic acid injection of the knees. The patient had good relief with his last injections for patellofemoral chondromalacia. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization or prolongation for all events.